Event description:
The patient was on a bariatric air bed. When the patient was being moved out of the room, staff members and the transporters were unable to figure out how to get the bed through the door. The bed was too wide for the door and the side rails would not go down easily. One side rail would not go down at all. It took nursing staff 15 minutes to get this bed through the door. This bed was a rental unit and there was not any labeling by the manufacturer on the bed which describes or shows how to release the side rails.